Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving an unknown drug via an implantable pump. On (B)(6) 2020 it was reported the pump was moving in the pocket. The patient would have a pump pocket revision. The environmental, external or patient factors as well as diagnostics and troubleshooting was noted as ¿n/a¿. Surgical intervention did not occur but was planned and scheduled for (B)(6) 2020. The issue was not resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event. The patient status was noted as alive, no injury.